Manufacturer narrative:
The service rep could not duplicate problem. Sys tracking according to MFR's specifications. Battery pack efficiency evaluated and found to be acceptable. Image resolution in all modes meets MFR's specs. Found clogged air filters and clogged fan holes in workstation fans. May have overheated and caused problem. Sys operating as intended.

Event description:
Customer reports that the images became "grainy" during a case. Could not duplicate problem.